Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 03-aug-2022. H.6. Investigation summary: affected samples were available, but given they are contaminated with cytostatics, it is not possible for us to investigate them at the plant since samples with cytostatics are not allowed to pass customs. Five 5ml luer-lock syringes (p/n 309649) were received and evaluated. No foreign matter was observed in any of the syringes from the samples received. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. Furthermore, a device history record review was completed for provided lot number 1312498. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd plastipak¿ syringes with luer-lok¿ tip foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: when preparing aseptic preparations in bd plastipak luerlok 3ml and 5ml syringes, we find white particles in the syringe thread. This has frequently occurred with vincristine from teva, but has also been noticed with azacitdine. The syringes are sealed with kombirot caps from braun. The solutions are both diluted and undiluted.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes with luer-lok¿ tip foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: when preparing aseptic preparations in bd plastipak luerlok 3ml and 5ml syringes, we find white particles in the syringe thread. This has frequently occurred with vincristine from teva, but has also been noticed with azacitdine. The syringes are sealed with kombirot caps from braun. The solutions are both diluted and undiluted.